Event description:
It was reported the programmer and analyzer have "start up problems." The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: : analysis could not confirm the reported event, no anomalies were found with either the programmer or analyzer.